Event description:
Report received of an underdelivery. The customer contact indicated the event was the result of an operator error in programming the device. At 2330, the pump was programmed to deliver 20mg of milrinone in 100ml at a rate of 1ml/hr instead of the intended rate of 7ml/hr. After an unspecified length of time, the nurse noted the error. The pump was reprogrammed to deliver at the intended rate of 7 ml/hr and the therapy was resumed. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.